Event description:
(B)(4). Initial information received from a physician's office on 14-oct-2008: a (B)(6) female initiated injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] on an unspecified date for cosmetic purposes of filling in her cheekbones. (The injections were in her cheeks). She "is now developing granules under the skin." She is not sure if this is happening because of the pregnancy; (patient just got back from maternity leave, however, it was confirmed that the patient was not pregnant at the time of the sculptra injection). The onset of the event was reported as "recently." The event was ongoing at the time of this report. There was no previous use of the sculptra. Concomitant medications were not known. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report (B)(4) dated 16-oct-2008, received by (B)(4) on 17-oct-2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.